Event description:
(B)(6) advia centaur xp hcv results were obtained on samples from two different patients. The samples were run on an alternate method. One patient result was (B)(6) and the second patient result was in the gray area. Confirmatory testing was (B)(6). It is unknown if patient treatment was altered or prescribed. There was no report of adverse health consequences due to the discordant advia centaur xp hcv results.

Manufacturer narrative:
The cause for the discordant hcv result is unknown. The instrument is performing within specifications. No further evaluation of the device is required. The IFU states in the limitations section: "a negative test result does not exclude the possibility of exposure to or infection with hcv. Hcv antibodies may be undetectable in some stages of the infection and in some clinical conditions. Assay performance characteristics have not been established when the advia centaur hcv assay is used in conjunction with other manufacturers' assays for specific hcv serological markers. The advia centaur hcv assay is limited to the detection of igg antibodies to hepatitis c virus in human serum or plasma (edta, lithium or sodium heparinized plasma)."